Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 400 mg/dl less than 24 hours after th pod was activated. She felt insulin leaking and upon inspection she realized that the cannula had pulled out of her skin.